Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited over-sensing noise causing inappropriate mode switch. No intervention was performed. The patient was in stable condition.